Event description:
Home pt (hp) reports minicaps with insufficient betadine. Hp did not see the presence of betadine in the tubing when initiating dialysis exchange. Hp stated the sponges were yellow in color. No pt injury or medical intervention reported.